Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: bad image quality. Update - image was blurry. Replacement was used to complete the procedure. The failures identified in the investigation is consistent with the complaint record. Root cause: most probable root cause could be sterilization, cleaning, disinfection and/or wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.